Event description:
Healthcare professional reported a xen®45 gts event described as "slider resistance" during implantation in right eye. Surgery completed with backup device. There was no eye injury.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.